Manufacturer narrative:
(B)(4). Attempts were made to obtain complete event, patient and device information. Guide wire: luge. Guide cath: ebu 4.0 6f. The complaint device was returned for analysis. The reported separation was confirmed. The reported inflation issue could not be replicated as the returned device was not returned in a condition in which the test could be performed. The reported difficulty removing the protective sheath could not be replicated in a testing environment as the protective sheaths were not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the visual analysis of the device, there is no indication of a product deficiency.

Event description:
The procedure was to treat a mildly tortuous, de novo, 90% lesion in the mid right coronary artery (mrca). Using a radial access site, a non-abbott guide wire crossed the lesion and was parked at the distal end. The lesion was pre-dilated with a 2.5x12 balloon catheter at 14 atmospheres. There was 30-40% stenosis after pre-dilatation. The 3.0x18 mm device was advanced to the lesion site and an attempt was made to inflate the delivery system balloon. In fact, two attempts were made to inflate it, but it would not inflate. The 3.0x18 mm device was then successfully removed from the patient's anatomy without any patient effects. More dilatation was performed and then a 3.0x28 mm device was successfully deployed and the procedure was completed with post-dilatation. There was no clinically significant delay in the procedure. There were no adverse patient effects. Return device analysis noted that the balloon was separated at the proximal seal. Follow-up information from the account confirmed that they noticed the separation when the device was removed from the patient. They further reported that they had difficulty removing the protective sheaths from the device prior to use. No additional information was provided.